Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-01364, 3005168196-2019-01365, 3005168196-2019-01366, 3005168196-2019-01367.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using ruby coils and a lantern delivery microcatheter (lantern). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician placed a 115 cm lantern in the target vessel using a non-penumbra angiographic catheter and attempted to advance a ruby coil through the lantern; however, the physician was not satisfied with the coil position and decided to retract the ruby coil several times and repositioned the microcatheter. Consequently, the ruby coil became stuck inside of the microcatheter. Therefore, the lantern was removed containing the ruby coil. The physician then attempted to advance a 135 cm lantern through the angiographic catheter; however, it would only advance approximately 40 centimeters and would not advance any further. Therefore, the lantern was removed and one of the transition zones was found to be enlarged and elevated. Next, the physician placed a non-penumbra microcatheter in the target vessel and attempted to advance a new ruby coil; however, resistance was experienced and the ruby coil became stuck and would not advance past the distal tip of the microcatheter, therefore, the ruby coil was retracted. While retracting, the ruby coil broke within the microcatheter. Therefore, the physician successfully removed the ruby coil by pulling out the filament wire. The physician then experienced resistance while attempting to advance another ruby coil and the coil would not advance out of the microcatheter and, therefore, the ruby coil was retracted. While retracting, the ruby coil detached part way inside of the microcatheter. Therefore, the lantern was removed containing the ruby coil and the physician decided to end the procedure and, will continue the embolization procedure at a later date. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was ovalized approximately 127.0, 133.0, and 134.5 cm from the hub. The lantern od was tested and was within specification. Conclusions: evaluation of the returned lantern revealed that the distal tip of the catheter was ovalized. If the reusable sheath is not used properly during insertion of the lantern into a parent device or if the lantern is forcefully gripped or pinched during insertion, damage such as ovalization may occur. The ovalization in the distal shaft of the lantern likely contributed to the difficulty advancing it through the non-penumbra angiographic catheter. Further evaluation revealed the od of the lantern was within specification. The non-penumbra catheter was not returned for evaluation; therefore, the root cause of the reported complaint was unable to be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Placeholder

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report. Device manufacture date.